Manufacturer narrative:
We do not believe that this event meets the definition of an MDR reportable event since: it did not involve a device that caused death or serious injury (while the event did lead to an explant which is a surgical intervention, the explant was not deemed medically necessary by the surgeon); nor did it involve a device that has malfunctioned. However, since the event did involve the explant of the argus ii due to patient-reported symptoms, we are reporting this event out of an abundance of caution. There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2012. This patient reported experiencing headaches and eye pain for the past several months. The doctors ordered a psychological evaluation since this patient only experienced headaches just prior to appointments related to the argus ii device. The patient elected to have the device removed and did not want to be seen by a psychologist. On (B)(6) 2016, the patient was explanted and the argus ii device was removed without any complication. On (B)(6) 2016, the patient was seen for a follow-up visit during which it was reported that the patient was doing well and was not experiencing pain anymore.